Event description:
It was reported that five pts developed infections post operatively. A root cause was not determined but use of the lube jelly was common to all five procedures.

Manufacturer narrative:
Five pts developed what was described as atypical infections 4-6 weeks post operatively following breast augmentation procedures. The pts were placed on antibiotic therapy and the implants were subsequently removed. The facility conducted an investigation in an attempt to identify a root cause. All procedures were performed by the same surgeon. There were no other similar infections involving other surgeons at the facility. Unlike the procedures performed by the other surgeons, a unique element to these five pts was the use of the lube jelly on the sizers. The product labeling indicates it is intended for medical purposes for lubricating body orifices to facilitate the entry of diagnostic or therapeutic devices. The actual lube jelly tubes used in the procedures were previously discarded and are not available for eval. The facility had an independent lab conduct testing of breast tissue from one pt and also from a tube of lube jelly they believe to be from the same lot as those involved in the incidents. The breast tissue samples came back positive for the presence of mycobacterium ssp. The lube jelly was negative for the presence of mycobacterium ssp. The facility indicated that a root cause has not been determined but did identify the use of the lube jelly as unique element to these procedures. We have had no other similar incidents reported to us for this device. We have not concluded that the lube jelly was a cause or contributing factor to the adverse events but in an abundance of caution, this medwatch is being filed.